Manufacturer narrative:
Additional information was received: the lot number is unknown. The approach, sheath used, and patient's height and weight are unknown. The exoseal was used after an interventional procedure. The physician had achieved certification on use of the exoseal. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was in or near mildly calcified area. However ,it was not near a stented segment. The vessel diameter was greater than or equal to 5mm in diameter. The vcd showed no visible signs of damage and was prepped according to IFU instructions. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible ¿click¿ was heard. There was no difficulty deploying the plug and hemostasis was successfully achieved. Multiple sticks were not made during the procedure. It is unknown if there was bleeding at the access site after plug deployment. The bleeding and pseudoaneurysm was discovered just before discharge form the hospital. The blood pressure and act level are unknown. The patient was leaving the hospital when the bleeding occurred. It is unknown how much blood was given during the transfusion and what surgical repair was conducted. The current health status of the patient is unknown. Initial reporter's name is nakamura. Contact information is unknown. Complaint conclusion: as reported, two days after using an unknown exoseal, bleeding at about the puncture site was observed. Pseudoaneurysm was also confirmed and so the patient underwent blood transfusion and surgical repair. The patient was a male but his age was unknown. The approach, sheath used, and patient's height and weight are unknown. The exoseal was used after an interventional procedure. The physician had achieved certification on use of the exoseal. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was in or near mildly calcified area. However, it was not near a stented segment. The vessel diameter was greater than or equal to 5mm in diameter. The vcd showed no visible signs of damage and was prepped according to IFU instructions. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible ¿click¿ was heard. There was no difficulty deploying the plug and hemostasis was successfully achieved. Multiple sticks were not made during the procedure. It is unknown if there was bleeding at the access site after plug deployment. The bleeding and pseudoaneurysm was discovered just before discharge form the hospital, two days after the procedure. The blood pressure and act level are unknown. The patient was leaving the hospital when the bleeding occurred. The patient underwent a blood transfusion and surgical repair. It is unknown how much blood was given during the transfusion and what surgical repair was conducted. The current health status of the patient is unknown. The product was not returned for analysis. A device history record (DHR) review was not conducted as a lot number was not provided. A femoral artery pseudoaneurysm is a type of "bubble" on the femoral artery due to a penetrating injury to the artery. An opening in the artery leads to leakage of blood from the femoral artery. This bleeding develops a wall around it and the bleeding liquefies and forms a pulsating "bubble" on the artery. This is called a pseudoaneurysm. A pseudoaneurysm, like any aneurysm, can rupture and cause further bleeding or loss of limb. A pseudoaneurysm can develop on the femoral artery due to any penetrating injury of the artery, including the insertion of a sheath or exoseal plug. Sometimes, a tear can occur on the inside layer of the vessel resulting in blood filling in between the layers of the blood vessel wall, creating the pseudoaneurysm. The most common penetrating "injury" of the femoral artery occurs during percutaneous procedures performed via the femoral artery. Based on the limited information provided of the event, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, as the femoral artery is subject to extrinsic dynamic forces including compression, torsion, and expansion it is possible that the non-cordis sheath or the exoseal plug may have caused the injury to the arterial wall that led to the pseudoaneurysm formation. A pseudoaneurysm occurring during or after exoseal plug deployment is a well-known complication and is listed in the IFU as such. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
As reported, two days after using an unknown exoseal, bleeding at about the puncture site was observed. Pseudoaneurysm was also confirmed and so the patient underwent blood transfusion and surgical repair. The patient was a male but his age was unknown.

Manufacturer narrative:
The product will not be returned for analysis. A device history record (DHR) review could not be conducted as lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt. (B)(6).